Manufacturer narrative:
This report is for one unknown screw, unknown part/unknown lot #. Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided. Manufacturing records could not be reviewed without a lot number. Device used for treatment not diagnosis. Placeholder.

Event description:
It was reported on an unknown date, that a female patient was implanted with a dynamic hip screw plate and an unknown number of screws, manufacturer not identified. On (B)(6) 2007, the patient underwent a right total hip conversion arthroplasty with a bone graft after removal of the dynamic hip screw plate and screws. Prior to surgery, it was noted that one distal screw was broken. It was reported that the hardware was successfully removed using a synthes broken screw removal set. This report is for the broken screw. This report is 2 of 2 for complaint (B)(4).